Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rear0356 showed no other similar product complaint(s) from this lot number.

Event description:
Facility reported that a patient was taken to x-ray and it was found that the PICC was curled up rather than straight. The patient had chemo and there was no issues, PICC removed and replaced. Additional information received from facility contact stated that the PICC had been insitu for 30 days and was found to be coiled on the (B)(6) 2016.